Event description:
It was reported that during a procedure, the system 9800 made a loud pop sound and then the monitor went dark. The system rebooted and the procedure completed without further incident. There was no adverse patient involvement reported. All patient known patient information he's been recorded and reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The anode and cathode connections on the xray tube were greased to prevent arcing. The system was tested and found to be working as intended and placed back into service.